Event description:
It was reported that bd 166-in 15 drop admin/removable IV tubing became disconnected. The following information was provided by the initial reporter: the IV tubing became disconnected at the stopcock. The opening allowed blood flow to come back up the tubing and onto the floor. This patient was also anticoagulated from their procedure so luckily it was caught relatively quickly as it could've caused significant bleeding. This opened up onto the floor and opened a possible source of infection for the patient. This is a frequent problem.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that IV tubing became disconnected at the stopcock could not be verified due to the product not being returned for failure investigation. A device history record review for model mx4436 lot number 24039161 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.